Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that cartridges appeared to not fit properly on the pump. Reportedly, the user noticed that there was plastic where the serial number is location and believes that the plastic may be the cause of the difficulty placing and removing cartridges. Tandem's technical support recommended for the user to remove the plastic. Although confirmation was requested as to whether or not the user was able to successfully place a new cartridge, it was unable to be confirmed. There was no impact to the user's blood glucose level.